Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was reported as deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles in fill channel, crease fold, wear abrasion, opening on posterior and broken on anterior. Leak test and microscopic analysis was performed which identified: opening crease sharp, broken striated, missing shell (0-25%) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening. A striated broken due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.